Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer confirmed that the storage space had already been recovered upon arrival onsite. The fse then inspected the device and manually released the pocket, nothing stuck at the time and fse then rebooted the device, tested drawer 4 in hardware test application (hta), and confirmed successful inventory by the customer. The system functioned as intended after the field service engineer repaired the device.